Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0871 inches. Unit unable upload on carelink, problem isolated to electronic stack.

Event description:
The customer reported via phone call they were unable to upload carelink. The customer blood glucose level was 95 mg/dl to 100 mg/dl at the time of incident. The upload will make it to 95%, will say that it's transferring or uploading, then says to retry and contact customer support. The insulin pump will be returned for analysis.